Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose level is unknown. The customer stated that the buttons on the pump were stuck. The customer declined to troubleshoot. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump passed the self test. No unexpected pump error 65 alarm was noted. The pump was programmed with multiple bolus wizard deliveries and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the daily history screen. No unexpected pump error 16 alarm was noted during testing. All buttons functioned properly. No damage in the keypad assembly was noted. No stuck button alarm during testing noted. No unlocked keypad connector during visual inspection noted. The pump failed the leak test from the keypad overlay. The pump was received with a scratched case, a pillowing keypad overlay, a scratched keypad overlay and minor scratches on the lcd window.